Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. The hsc specialist indicated that the data is consistent with sample-specific issue. This was an isolated event. The customer did not obtain any additional discordant results. The cause of the discordant, falsely low pbnp result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low n-terminal pro-brain natriuretic peptide (pbnp) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The patient was admitted to the hospital due to the clinical picture of the patient and the discordant pbnp result. A new sample was obtained from the patient and was run on the same instrument, resulting higher. The original sample was also repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low pbnp result.